Event description:
It was reported that the device experienced a power on reset (por). The por was cleared and the device was set back to the previous settings. It was noted that the clinician was unable to figure out how to get product performance data downloaded from the device for further examination. The patient will be brought in for a follow up visit with a manufacturer¿s technician present to obtain that information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).

Event description:
It was further reported that the patient presented after hearing the device alerted due to a second power on reset (por). Upon interrogation, it was noted that the battery voltage had dropped. The por was cleared and the device was later explanted and replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).